Event description:
It was reported that during an unk procedure, the device did not fire the clips. It is unk how the procedure was completed. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 06/13/2008. Results: empty and device fired through lockout. Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. While we were unable to recreate the reported event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.